Event description:
The hospital reported that the patient became engorged with saline fluid during an arthroscopy procedure. They reported that the patient was behind a drape and not in view during the case. The patient was hospitalized and monitored following the event. There were no post-procedural complications.